Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that surgeon confirmed pt had a deep infection. The knee was re-operated in 2007. The knee was washed out and new poly inserted. Acute group b strep infection.